Event description:
See initial report.

Manufacturer narrative:
H.10: temperature sensor was replaced and the cable was reseated as per specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6) pictures confirming the reported issue have been shared with livanova. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code related to high temperature difference between the temperature sensors in the control/safety system on the patient side during setup. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: since the issue occurred after the upgrade of the device performed, it cannot be ruled out that the sensor connector was damaged during the upgrade activity leading to the fault in temperature detection.